Manufacturer narrative:
A visual examination of the returned device found that the distal end of the clear outer sheath was pushed back for a length of 4 millimeters from the distal end of the coil. The pull wire was found to have two jagged and partially angled breaks; one distal to the handle cannula and the other proximal to the crimp sleeve. The proximal break in the pull wire was found to be 4.5 centimeters from the distal end of the handle cannula. The distal break in the pull wire was found to be 4.4 centimeters proximal from the crimp sleeve. Evaluating the basket, it was found to be deformed and the basket tip was found to be connected to the basket wires. The condition of the returned incident device was consistent with the complaint incident that the device pull wire broke. During the evaluation, two breaks in the pull wire were identified. Therefore, the most probable root cause is the pull wire failed prior to the basket tip detaching or the stone breaking up. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure. According to the complainant, while attempting to crush a 1cm stone using mechanical lithotripsy, the pull wire broke and the basket tip failed to detach. The remaining wire and basket were safely removed from the patient using a sohendra handle. The account reported that some stones were removed, but one was left in the bile duct due to oedema in the papilla. A follow-up spy procedure has been scheduled for removal of the final stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure. According to the complainant, while attempting to crush a 1cm stone using mechanical lithotripsy, the pull wire broke and the basket tip failed to detach. The remaining wire and basket were safely removed from the patient using a sohendra handle. The account reported that some stones were removed, but one was left in the bile duct due to oedema in the papilla. A follow-up spy procedure has been scheduled for removal of the final stone. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) (tip won't detach). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).